Event description:
It was reported 'the pt experienced generalized swelling. Biopatch was used over a peripherally inserted central catheter (PICC line). No other info was available at this time. The pt was recently admitted for anaphylaxis and was on a benadryl drip in the intensive care unit.' Add'l info was requested.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.